Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a flat crease. A leak test was performed which identified no leakage. The fill test inspection was performed and no blockage was identified. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health professional additionally reported "any creases."

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/23/2012. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported a left side "moved outside of the pocket". Device has been explanted.